Event description:
User facility reports incident of a separation between the arterial dialyzer connector and the arterial tubing. This was found at initiation of treatment. A new line was set up to resume and complete therapy. No patient injury or need for medical intervention is reported. This MDR is filed for ebl = 200cc.